Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h6, h11. The complete brain imc probe kit (im3steu) was not returned for evaluation after three good faith effort (gfes) attempts were made, and lot number information has not been provided; therefore, failure analysis is not possible. Asa result, the root cause of the reported issue could not be determined. However, the probable root cause for the reported complaint could be linked to the product or could be due to human misuse. If the product is returned or additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that patient was scheduled for CT scan, and it was noted that the licox bolt (complete brain imc probe kit im3steu) appeared "loose." New frank red blood was coming from the licox and it appeared to be leaning forward and partially dislodged. The staff in the room did not witness a "specific event/ action" which caused licox to dislodge. They cleansed the site with sterile saline and gauze, and the patient's vital signs remained stable per trend. Subsequently, neurosurgery attended at bedside to remove the licox.